Manufacturer narrative:
Additional information was received on january 6, 2022. Replacement with mentor 400cc ultra-high profile silicone implants were performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on december 13, 2021. The investigation of the returned device was completed by the failure analysis lab on december 17, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the anterior aspect of the breast implant measuring approximately 6.5 cm in length. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in about 0.1 cm of the area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On december 21, 2021 mentor became aware that previous correction submitted contained the incorrect manufacturing record evaluation (mre) statement correction. The correct statement is as follows: nonconformances were identified and will be handled through the quality system. Additionally, h9 was erroneously omitted. The correct value for 'h9. FDA correction/ removal reporting no' is 3005423519-10/12/2021-001-r.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On (B)(6) 2021 mentor became aware that the incorrect manufacturing record evaluation (mre) statement was submitted with the initial report. The correct statement is as follows: according to the revision carried out on (B)(6) 2021 for lot number 9619671. Non-conformance's were found with number nr-(B)(4) related to device malfunction.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor smooth round high profile 420cc saline prosthesis experienced spontaneous right sided deflation post procedure. As a result, an explant is planned for (B)(6) 2021.